Event description:
The customer reported that while using the abacus software a total parental nutrition order was entered as 10 meq/deciliter of potassium instead of 10 meq/l of potassium. Additionally this order had been created under a generic patient type without any ingredient warning limits applied. One neonate's blood work had a slightly higher than usual potassium level. However, there was no patient injury, no medical intervention was required and there was no adverse event reported. No additional information is available.

Manufacturer narrative:
No product was returned. No event logs or serial number was provided. Based on the customer report, this event was determined to have been caused by user error. The abacus user guide directs users to thoroughly review all order data because serious harm or death may occur if an adequate review isn't completed. The abacus software changes an order to complete only after an authorized user completely finishes and approves an order. A thorough review of all data on each tab in the order entry process will minimize the risk of medication error. The abacus user guide directs the user that errors and inappropriate dosing are possible if appropriate warning limits have not been developed and assigned. Do not use the abacus software without appropriate warning limit sets in place. Contact technical support for assistance with warning limit sets. The abacus user guide directs the user that the patient type and account number are always required. Additionally, the customer is implementing a corrective action and a procedural change at the facility to always contact baxter technical support when a new patient type is created. This event is logged under complaint file #(B)(4).